Event description:
Rep clarified that ¿the clear plastic inner part of the packaging that holds the sterile implant¿ appeared abnormal. The sterility blister was compromised. Product was not implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.